Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical or physical stress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had peeling of the insertion part. The issue was found during reprocessing regarding an unknown diagnostic procedure. The device was returned for evaluation. During the device evaluation, it was found that the resin part of the image guide flexible pipe had fallen off. The device was inspected before use. There were no reports of patient harm or injury and there was no use of implant equipment. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a cut on the connecting tube, plating on the distal end was peeling, control unit had a scratch, scope cover had a scratch, grip had a scratch, angulation lever had a scratch, up/ down plate had a scratch, universal cord had a scratch, video cable had a scratch, light guide lens connector had a scratch, video connector had a scratch and discoloration, and video connector case had a scratch. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.